Event description:
The customer reported falsely elevated architect afp generated from an architect i1000sr analyzer and provided the following data: on (B)(6) 2024, sample ID: 24156030022 generated a result of 289.143 ng/ml. It was reported that the patient did not agree with the result. Another blood sample was collected on (B)(6) 2024, which generated a result of 5.9 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
The architect i100sr for serial (B)(6) was evaluated. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed one additional complaint for architect afp results was identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i100sr did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i100sr for serial (B)(6) were identified.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect afp generated from an architect i1000sr analyzer and provided the following data: on (B)(6) 2024, sample ID: (B)(6) generated a result of 289.143 ng/ml. It was reported that the patient did not agree with the result. Another blood sample was collected on (B)(6) 2024, which generated a result of 5.9 ng/ml. There was no reported impact to patient management.